Event description:
It was reported that on (B)(6) 2013, an acculink stent was implanted in a moderately calcified, de novo, 95% stenosed, left internal carotid artery and post procedure, on (B)(6) 2013, the patient experienced a head ache with subsequent neurological deficits of lethargy and subtle decreace in right sided movement. A computed tomography (CT)/magnetic resonance imaging (MRI) was completed and the patient was diagnosed with a cerebral vascular accident (cva). There was no treatment reported and the event is listed as severe. The symptoms are listed as continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident, headache, and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.